Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient could not connect her pulse generator with her transmitter at home. The asymptomatic patient later presented to the clinic and using rf telemetry was not successful. After a firmware download was performed, normal device function resumed. No additional information was reported.